Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 190 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer stated that the insulin pump alarmed motor position encoder error at one point; however, there was no motor position encoder error in the alarm history. The insulin pump then passed the displacement test and manual prime. The customer also mentioned a no delivery alarm on the same day as the motor error alarm, and troubleshooting was declined for that issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced.